Event description:
It was reported that "instrument threads will not engage lag screw".

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.